Manufacturer narrative:
Upon review of the device history records for the serial number, (B)(4) it was determined that the device was manufactured on 07/05/2012 and the one (1) year warranty period has expired. As the device is at its end of its useful life and no repairs are available for the video baton, the customer elected to replace the glidescope video baton 3-4. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the video monitor displayed green static lines and no image. Reportedly the biomedical engineer could not reproduce the issue; however, the biomedical engineer reported the baton cable had a kink in it. A second glidescope system was used to complete the procedure, reportedly there was less than a ten (10) minute delay while the second device was prepared. No harm to patient or user was reported.